Event description:
During an operation in the or a loud sound was heard from all personnel. A blue flame was observed (about 6 inches in length) from the electrical outlet at the base of the table. Smoke was noticed coming from the bottom of the sterile drapes placed over the patient, which had begun to smolder. The drapes were instantly removed and stomped out by personnel. The cord plug had melted into the electrical receptacle in to the base of the table was forcibly removed. No harm occurred to the patient.====================== manufacturer response for electric operating room table, skytron model elite 6500======================qualified repair service has inspected and repaired the table.